Manufacturer narrative:
Additional mdrs associated with this event: MDR#, part description: 3025141-2013-00092 8-hole precontoured clavicle plate, 3025141-2013-00093 locking cortical/cancellous screw, 3025141-2013-00094 locking cortical/cancellous screw, 3025141-2013-00096 locking cortical/cancellous screw, 3025141-2013-00097 locking cortical/cancellous screw, 3025141-2013-00098 locking cortical/cancellous screw. Not returned to manufacturer

Event description:
Two screws associated with an 8-hole pre-contoured clavicle plate loosened reducing the effectiveness of the implant.